Event description:
The manufacturer received information in relation to a dreamstation auto CPAP. The device was returned to third party service center. The service center reports pcba electrical damage with no contamination and no evidence of foam degradation. In addition, damaged buttoms on upper enclosure, debris on lcd screen, error 191, error 73 and unit was scrapped.

Manufacturer narrative:
As per additional information received on 04/07/2025: there was no visible physical electrical damage to the pcba/pca. In this report, box d, h has been updated/corrected.